Manufacturer narrative:
The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Imagery of the explanted valve was received. The leaflets were noted to be calcified. From the explanted valve, calcification appears on the leaflets. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was able to be confirmed from the provided imagery. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately one and a half years after tavr, the patient was admitted to the hospital in an emergency. Echo showed very severe aortic stenosis. While tav in tav was taken in consideration, heart attack occurred... And the sapien 3 valve was explanted with emergency cardiotomy. Severe calcification was noted on the sapien 3 valve''. In addition, it's noted that the patient has been on chronic dialysis. In this case, patient was on dialysis, suggesting that the patient had chronic kidney disease (ckd), which is a well-known factor that may increase the risk of valve calcification. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event.

Manufacturer narrative:
Device code: calcified. Type of investigation: device discarded, historical data analysis, communication/interviews, analysis of production records. Investigation findings: 213. Investigation conclusions: 50. H.10: corrected h.6 device code, type of investigation, investigation findings, and investigation conclusions. The valve was not returned for evaluation. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. During manufacturing of the sapien 3 transcatheter heart valve, the valve and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The valve calcification was unable to be confirmed as no medical record or relevant imagery was provided for evaluation. A review of the DHR provided no indication that a manufacturing nonconformance would have contributed to the complaint event. A review of the IFU revealed no deficiencies. An existing technical summary documents the root cause analysis on valve calcification over the time in patient. Per the technical summary, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Edwards' thv valves undergo thermafix tissue processing, which is a heat treatment process used to reduce calcification variability and lower calcification levels in comparison to xenologix process. Clinical results of thv implantation show similar mortality and significantly lower svd rate compared with surgical aortic valve replacement after 6 years of functioning. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent calcification from occurring in bioprosthetic valves. Furthermore, evaluation of reported complaints for valve calcification did not confirm any manufacturing non-conformances and identified that the proper manufacturing mitigations have been implemented. Additionally, no evidence of a product non-conformance or device malfunction were found in any of the valves returned for these complaints. As reported, ''approximately one and a half years after tavr, the patient was admitted to the hospital in an emergency. Echo showed very severe aortic stenosis. While tav in tav was taken in consideration, heart attack occurred... And the sapien 3 valve was explanted with emergency cardiotomy. Severe calcification was noted on the sapien 3 valve''. In addition, it's noted that the patient has been on chronic dialysis. In this case, patient was on dialysis, suggesting that the patient had chronic kidney disease (ckd), which is a well-known factor that may increase the risk of valve calcification. As such, available information suggests that patient factors (chronic kidney disease) may have contributed to the reported event.

Manufacturer narrative:
A supplemental MDR is being submitted due to provided literature article. Sections b1, b4, b5, b7, g3 and g6 have been updated.

Event description:
Additional information provided per literature: the patient presented at 1 year and 5 months post tavr with dyspnea and orthopnea. Tee (transesophageal echocardiogram) revealed stiffening and a complete loss of mobility of the aortic prosthetic valve with a mean gradient of 68 mmhg and an effective orifice area (eoa) of 0.65 cm2. Pathological examination of the explanted sapien 3 valve demonstrated severely degenerated bioprosthetic pericardial leaflets with severe intrinsic and extrinsic nodular calcifications, which could limit the leaflet motion. Emergent surgical aortic valve replacement was performed with a 19mm non-edwards valve.

Event description:
As reported by edwards japan affiliate, approximately one and a half years after a transfemoral tavr procedure with a 23mm sapien 3 valve in the aortic position, the patient was admitted to the hospital in an emergency. The follow-up echo showed worsening values and the patient had exertional dyspnea. An echo showed very severe aortic stenosis. While tav in tav was taken in consideration, heart attack occurred on (B)(6) 2023 and the sapien 3 valve was explanted with emergency cardiotomy. Severe calcification was noted on the sapien 3 valve. Therefore, it was considered that bioprosthetic valve was not appropriate. A surgical mechanical prosthetic valve was implanted.

Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted when additional information is provided.